Event description:
Device analysis performed on the returned indirect decompression spacer revealed the spindle cap and spindle were damaged. Additionally, a piece of the driver tip was observed inside the implant, as well as a stripped actuator shaft screw and tool damage on the body of the implant. The damage to the implant was sufficient to prevent functional testing; however, this damage to the spacer indicates failure was likely due to deployment against resistance and/or manipulation of the position of the device by gear shifting of the inserter.